Manufacturer narrative:
A reivew of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient.

Event description:
In 2007, this patient was in a high-speed motor vehicle accident, resulting in a small pseudoaneurysm distal to the left subclavian artery. The physician chose to implant three aortic extender components to cover the injury. While ballooning the devices, it was noted that the graft complex shifted approximately 1cm distally. A final angiogram showed no evidence of an endoleak; therefore, the patient was closed and transferred to the recovery room in stable condition. A follow-up cat scan demonstrated a residual small aortic tear filling at the proximal end of the upper graft. A reintervention was performed twenty days later, using an additional aortic extender component to successfully seal the injury with no evidence of an endoleak. The patient tolerated the procedure.